Event description:
The customer contacted stryker to report that their device battery connector pins were broken. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A third party service provider evaluated the device and verified the reported issue. The technician replaced the device's outer case and battery pins to resolve the reported issue. The root cause of the issue was broken/damaged battery pins. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report that their device battery connector pins were broken. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.